Event description:
The technician alleged the brake steer and brake casters are not holding. No pt impact.

Manufacturer narrative:
The technician replaced the brake steer and brake casters to resolve the issue.